Event description:
The lead was implanted without problems under spinal anesthesia; the lead tip was at the upper t7 level. The pt had good stimulation (100% coverage in leg/back) on 3.5v. Directly post-operatively, the pt had a lot of pain in the low abdominal region; there was no "motoric deficit." Then later, the pt had "allodynia" in navel area; t10-l1 dermatome; "loss of sensibility and force in right leg"; "motoric" loss in the left leg; and atonic bladder. The stimulation was still okay on 0.7v. After consult with the neurologists, they decided to explant the lead immediately; the implantable neurostimulator was still in situ. Additional information has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).